Event description:
A hemodialysis inpatient user facility has reported that at initiation of treatment a blood leak occurred. Test strips were used to confirm and the machine alarmed. Estimated blood loss was 237 ml. Pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample not available.

Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.